Manufacturer narrative:
On 04/04/24 evaluation tech: (B)(6). W4d water sol,iso valve build up/debris. Debris buildup in the water solenoid causing no water flow to the handpiece. Missing water filter affecting water quality. Intermittent or no operation due to an open condition in the handpiece cable. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No handpiece, aux cable received for evaluation. No water getting to the handpiece due to debris buildup in water solenoid, causing handpiece to get hot which is to be expected. For proper evaluation always send in all parts that go along with the unit to be looked at. Cleaner being used on the unit is getting inside the unit and weaking the plastic, unit may have internel damage in the future if they keep using the same cleaner. No handpiece, hdpc 06/2016.

Event description:
While using a cavitron plus g136 they allege that they had little to no water flow and the handpiece and insert get hot, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.